Manufacturer narrative:
UDI_not_required. Legal manufacturer: (B)(4). Patient information is not available at this time. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cooling fan was replaced to resolve the reported issue.

Event description:
The hospital reported that the anesthesia machine shut down during a procedure resulting in the loss of mechanical ventilation. There was no report of patient injury.